Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture date of explantation: (B)(6) 2022 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 33-year-old hispanic/latino female patient underwent a breast augmentation revision surgery with implantation of a right-sided 400cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with baker grade IV capsular contracture of the right breast during a physical exam with a medical professional. As a result, the patient was scheduled for removal on (B)(6) 2022

Manufacturer narrative:
On september 27, 2022, the mentor analysis lab received the suspect medical device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On october 03, 2022, mentor became aware that the initially reported catalog/lot/unique identifier numbers and the implant size were reported incorrectly. The brand name remains the same and the UDI was updated accordingly. Size: 300cc catalog: 3503004bc lot: 9555943 a manufacturing record evaluation (mre) was performed for lot 9555943, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On october 03, 2022, mentor was provided with paperwork that indicated the patient was observed to have a breast mass in the right breast during a physical exam. Ultrasound imaging was conducted and the patient was diagnosed with a right breast cyst. This was confirmed during the removal surgery and the cyst was excised. On october 17, 2022, mentor became aware that the patient was unilaterally replaced with a right-sided 300cc mentor memorygel breast implant. Reason for device explant and/or reoperation: breast cyst manufacturer¿s reference number: (B)(4) in the initial, d4 catalog, d4 lot, d4 unique identifier( UDI), should have been reported as 9555943, 3503004bc, and (B)(4) respectively. Additionally, b5 event description should have included the implant size as 300cc.

Manufacturer narrative:
On november 15, 2022, mentor completed a reevaluation of the device per the breast cyst that was previous reported. The following was included in the updated evaluation. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 23, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During visual evaluation no apparent damage or visual anomalies were observed on the breast implant device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).